Event description:
It was reported leaking from the red proximal lumen, 3 weeks post insertion. PICC removed from patient and replaced. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the red-luered extension tubing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded by blood, a declottting procedure per institutional protocol may be appropriate.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees3128 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leaking from the red proximal lumen, three (3) weeks post insertion. PICC removed from patient and replaced. No other information provided.